Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.

Event description:
Hero graft was used and connected to a flixene graft. Patient was cannulated less than 24 hours. A knot appeared and the doctor thinks it is a seroma. Patient is on antibiotics.